Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. No blood glucose reading was reported. It was stated that the device was stuck during priming and the buttons were not responding to allow the self-test to be performed. Advised customer to return on manual injections until the replacement insulin pump arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.